Event description:
It was reported that the user experienced fluctuating blood glucose on the ilet, with prolonged post-meal hyperglycemia after meal announcements for typical lunches such as peanut butter and jelly or chicken sandwiches/salad, followed by downward trends leading to hypoglycemia. The device component relevant to the event was the user interface, with a contributing factor of incorrect meal announcement procedure. Symptoms included hypoglycemia and hyperglycemia ranging from 55 mg/dl to 500 mg/dl with diaphoresis, shaking/tremors, malaise, thirst, and light-headedness, with reported glucose values ranging from 55 to 500 mg/dl. Outcomes included serious injury requiring unexpected medical intervention in the form of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no device malfunction, and a usage problem was identified related to meal announcement size and technique, categorized as improper or incorrect procedure involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.